Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced a single inappropriate shock due to over-sensed electromagnetic interference (emi). It was hypothesized the emi occurred while performing road work. Technical services provided reprogramming options, but the physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. Information has been requested regarding whether the products will be returned, but a response has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced a single inappropriate shock due to over-sensed electromagnetic interference (emi). It was hypothesized the emi occurred while performing road work. Technical services provided reprogramming options, but the physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. It was stated that this electrode was discarded and no further information was received.